Manufacturer narrative:
The leads were removed but not returned. The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed an infection at the lead incision site. The leads were removed and the patient was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was receiving effective pain relief prior to the removal of the leads.